Event description:
It was reported that the dilator did not have an opening at the distal end and the guidewire essentially unraveled when they tried to thread it. All ports were flushed before use. There were no patient complications reported. Multiple attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
The kit was not returned for evaluation; it was discarded at the hospital. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Without return of the products, the complaint could not be confirmed. It is not known what factors may have contributed to the event. No actions will be taken at this time.